Event description:
It was reported to vyaire medical: high fio2- the avea ventilator runs on compressor when connected to wall. No patient involvement reported.

Manufacturer narrative:
H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. "D4. UDI # - complete UDI # was not provided by end user" vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.